Manufacturer narrative:
The company representative examined the system and cleaned the cpu cable contacts. The footswitch was replaced. The system was then tested and met product specifications. No sample was returned for evaluation and therefore steps could not be taken to duplicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that during a vitrectomy and photocoagulation procedure, a system message displayed when the surgeon depressed the footswitch to begin extrusion (aspiration). The system was recycled. During initialization, balanced salt solution (bss) returned into the eye of the patient. There was no delay or patient impact reported. Additional information has been requested.